Manufacturer narrative:
(B)(6). (B)(4). No product was returned. With the available information, a contributing factor or cause for the reported event cannot be identified. Thus, no corrective action is possible at this time. If at a later date the product returns this investigation will be re-opened. This investigation is considered closed. We will continue to monitor for trends as more definitive data is collected.

Event description:
On (B)(6) 2012 the patient underwent the following surgery: posterior approach to the thoracolumbosacral spine, t10-s1 bilateral pedicle screws at each level with instrumentation of rods, iliac bolt placement, placed connection iliac bolts t10-s1 instrumented construct using connectors, l4-l5 transforaminal lumbar interbody fusion with titanium cage packed with morselized autograft and allograft, transforaminal discectomy at l4-5 on the left for decompression of the nerve root at that level, foraminotomies with complete laminectomy foraminotomy at l3-l3 and l3-l4 for decompression of the nerve roots at those levels, smith-petersen osteotomy at t11-t12, t12-l1, l1-l2 posterior lateral arthrodesis t10-t11, t11-t2, t12 - l1, l1-l2, l2-l3, l4-l5, l5-s1 and harvest of iliac crest autograft through a separate fascia incision to treat the following pre-op diagnosis: significant scoliosis and kyphosis status post previous laminectomy. Op notes: incision was marked using the x-ray. The incision was opened using sharp dissection to the dermis. Monopolar cautery was used to dissect through the tips of the spinous process. Subperiosteal taken down was performed to reveal the starting points for the pedicle screw at t10-t11, t11-t2, t12 - l1, l1-l2, l3, l4, l5 and s1. The dissection was carried out laterally to reveal the starting points for the iliac crest through a separate fascia incision. It was noted there was severe scarring and scar over the previous laminectomy site and care was taken to avoid disturbing the dura at that area. At this time the screws were placed in usual standard fashion. High-speed drill was used to cannulate the pedicle. The ball-tip probe was used to feel for a breach, when there was none the tap was applied and the screws were applied. These were 5/5 screws t10-l1 and 6/5 screws l2-l5, s1 screws were 7/5 screws and the bolts were 8/5. They were checked in the ap and lateral planes under fluoroscopic guidance and spins were performed. To check all the screws and all screws were felt to be appropriately placed based upon the quality of the icc spin. The iliac crest was placed. The iliac crest was harvested using the osteotome in order to see the bolts in a better position and the bone autograft was used as an aide for fusion. These placed under fluoroscopic guidance and felt to be appropriately placed. At this time the decompression preformed at l2-l3, l3-l4, l2, l3 and l4 were resected. There was difficulty dissection in that the facets were extremely scarred in. These were removed as carefully as possible and there were no csf leak. The cage was placed under fluoroscopic guidance in both the ap and lateral plane and felt to be appropriately placed. At this time the magni fuse was placed behind it. At this time the cage previously before being placed was filled harvested autograft. At this time the smith-petersen osteomies performed at t11-12, t12-l1 and l1-l2. The rods were then contoured and applied and secured with sequential compression in order to provide for lordosis and reduction of the scoliosis. The cross-link was applied. The morselized autograft both locally harvested and harvested from the iliac crest was applied as well as magnifuse in the lateral gutters. It was reported that the physicians rendered neurologic care and treatment to the patient. By reason of the foregoing, the patient allegedly was caused to suffer severe physical pain, discomfort, disability, and mental and emotional shock and was damaged thereby. Later , physician utilized a bone graft fixation device or implant during the spinal fusion surgical repair of plaintiff's lumbar spine. Post-op, patient alleged of sustaining serious personal injuries.

Manufacturer narrative:
Image review: post-op images are provided for a thoraco-lumbar stabilization. Hard copy x-rays show only the top of the construct. No hardware failure is evident. No event description is provided. An operative description for a "t10-ilium" surgery is provided. This procedure description does not match the images provided for review.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Per a lawsuit filed by the patient's legal counsel, it was reported that ".. The doctor utilized a bone graft fixation device or implant during the spinal fusion surgical repair of the patient's lumbar spine. On or about (B)(6) 1999, the patient was caused to sustain serious personal injuries, through no fault of patient . By reason of the foregoing, the patient sustained severe and serious personal injuries, was caused to suffer severe physical pain and mental anguish, was obliged to and did expend large sums of money for medical and hospital expenses, was confined to bed and home, and was incapacitated from attending to her usual activities." Per the patient's medical record , on (B)(6) 2012 the patient underwent the following surgery: "posterior approach to the thoracolumbosacral spine, t10-s1 bilateral pedicle screws at each level with instrumentation of rods, iliac bolt placement, placed connection iliac bolts t10-s1 instrumented construct using connectors, l4-l5 transforaminal lumbar interbody fusion with titanium cage packed with morselized autograft and allograft, transforaminal discectomy at l4-5 on the left for decompression of the nerve root at that level, foraminotomies with complete laminectomy foraminotomy at l2-l3 and l3-l4 for decompression of the nerve roots at those levels, smith-petersen osteotomy at t11-t12, t12-l1, l1-l2 posterior lateral arthrodesis t10-t11, t11-t2, t12 -l1, l1-l2, l2-l3, l4-l5, l5-s1 and harvest of iliac crest autograft through a separate fascia incision." The patient was pre-operatively diagnosed with significant scoliosis and kyphosis status post previous laminectomy. Per the op-notes, ".. Incision was marked using the x-ray. The incision was opened using sharp dissection to the dermis. Monopolar cautery was used to dissect through the tips of the spinous process. Subperiosteal takendown was performed to reveal the starting points for the pedicle screw at t10-t11, t11-t2, t12 -l1, l1-l2, l3, l4, l5 and s1. The dissection was carried out laterally to reveal the starting points for the iliac crest through a separate fascia incision. It was noted there was severe scarring and scar over the previous laminectomy site and care was taken to avoid disturbing the dura at that area. At this time the screws were placed in usual standard fashion. High-speed drill was used to cannulate the pedicle. The ball-tip probe was used to feel for a breach, when there was none the tap was applied and the screws were applied. These were 5/5 screws t10-l1 and 6/5 screws l2-l5, s1 screws were 7/5 screws and the bolts were 8/5. They were checked in the ap and lateral planes under fluoroscopic guidance and spins were performed to check all the screws and all screws were felt to be appropriately placed based upon the quality of the icc spin. The iliac bolts were placed. The iliac crest was harvested using the osteotome in order to see the bolts in a better position and the bone autograft was used as an aide for fusion. These were placed under fluoroscopic guidance and felt to be appropriately placed. At this time the decompression preformed at l2-l3, l3-l4, l2, l3 and l4 were resected. There was difficulty dissecting in that the facets were extremely scarred in. These were removed as carefully as possible and there were no csf leak. The cage was placed under fluoroscopic guidance in both the ap and lateral plane and felt to be appropriately placed. At this time the bone graft was placed behind it. At this time the cage previously before being placed was filled with harvested autograft. At this time the smith-petersen osteomies were pe rformed at t11-12, t12-l1 and l1-l2. The rods were then contoured and applied and secured with sequential compression in order to provide for lordosis and reduction of the scoliosis. The cross-link was applied. The morselized autograft both locally harvested and harvested from the iliac crest was applied as well as bone graft in the lateral gutters." No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.